Event description:
Per tga device incident report dir (B)(4), a patient experienced vaginal mesh exposure causing heavy vaginal bleeding associated with an ethicon tvt sling implanted on (B)(6) 2011 for stress urinary incontinence. The patient subsequently required multiple surgical interventions related to the mesh: cystoscopy and partial excision of vaginal mesh on (B)(6) 2020; cystoscopy, excision of mesh from the vagina, and local anesthetic block of the pudendal nerve on (B)(6) 2024; and further excision scheduled for (B)(6) 2026. The patient also reported complex pelvic/lower abdominal pain requiring transvaginal pudendal nerve blocks on (B)(6) 2021 and (B)(6) 2022, and currently ambulates with a walking stick. Additional comorbidities noted include migraine treated with botox, l4/5 and s1 bulging discs, hypertension, insomnia, herpes simplex virus, recurrent urinary tract infections, and ptsd/anxiety. No prosthetic device label information was available for the tvt sling. Reporter details are confidential and no further information was disclosed by tga.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).